Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and no damage was observed. The reader's date and time were successfully set and the reader's log was successfully downloaded. Visual inspection has been performed on the returned power adapter and no issues were observed. The returned power adapter's voltage was measured at 5.05v, which is within specification of 4.75v-5.25v. Visual inspection has been performed on the returned usb/charging cable and no issues were observed. The returned usb/charging cable passed all testing. The returned reader was sent for further investigation and de-cased. An internal visual inspection was performed on the returned reader and no issues were observed. The reader's battery was measured at 4.19v, which is within specification of 3.7v ¿ 4.2v. A thermal camera was used to inspect the reader's pcba (printed circuit board assembly) for hotspots and no hotspots were observed. Power cosumption testing was performed and the reader measured at 0.17ma, which is within specification of 0 ¿ 1ma. Therefore, the issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device get's hot while charging. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.